Manufacturer narrative:
D4 - primary UDI number and h4 - device MFR date: correction.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump where it was reported that the pump was set to deliver 1000 ml; however, it only delivered approximately 20¿600 ml, indicating an under-delivery condition. This is a hazardous situation which can cause any interruption of therapy if the event reoccurs. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed. The reported event could not be confirmed through delivery accuracy test. Device was tested at a reservoir volume of 20 ml and a continuous rate of 125 ml. Test was ran three times with a consistent result of 20 ml delivered. Upon further investigation discovered dso seal delamination. Replaced dso seal. Performed uso/dso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration.